Manufacturer narrative:
Adverse event or problem: date of event: corrected date of event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2014, no issues were noted during the first follow-up computed tomography imaging. During the first follow-up ultrasound examination, the aneurysm measured 6o x 62 mm. On (B)(6) 2016, the second follow-up ultrasound examination showed an aneurysm enlargement with a measurement of 77 x 88 mm as well as disease progression of the aortic neck, which was believed to be the reason for the aneurysm enlargement. Additionally, a type ii endoleak coming from the inferior mesenteric artery (ima) was reported. It was decided to schedule a re-intervention as there was concern the aneurysm might rupture in the near future. On (B)(6) 2016, the second follow-up computed tomography imaging was performed but no measurements were provided. On (B)(6) 2016, a planned re-intervention was performed and the gore® excluder® aaa endoprostheses were explanted. However, suturing the vascular graft to the diseased aorta proved very difficult and the bleeding from the anastomosis could not be brought under control. The patient died the next day from failure to compensate for the blood loss experienced during the ongoing anastomosis bleeding.

Manufacturer narrative:
(B)(4). Describe event or problem: corrected date of ultrasound examination. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, the second follow-up ultrasound examination showed an aneurysm enlargement with a measurement of 77 x 88 mm as well as disease progression of the aortic neck, which was believed to be the reason for the aneurysm enlargement.